Event description:
It was reported that the health care professional (hcp) called in for review of a stored episodes. Technical services reviewed and found there are observations of far-field oversensing. It was not sure if the patient was in a dual arrhythmia. Recently, there were stored ventricular episodes in which ts confirmed there is more intermittent far-field oversensing however, it was being appropriately blanked. Ts recommended to review with the physician as this is an ongoing issue. The patient reported no symptoms. At this time, the device remains in service. No adverse patient effects were reported.